Event description:
Operation for grade iii spondylolisthesis l5, s1 11/87. Rptr has had severe pain and is not able to work. Plates and screws yet to be taken out. Failure of plates and screws and loosing of screws. Various nerves pinched. All of above documented in medical records.